Event description:
It was reported that during a procedure, after firing, the device was difficult to report. Once the instrument was removed from the rectum, the anvil was not attached and there was an incomplete staples line. Hand sewed the anastomosis. There were not pt consequences. Case completed with another device.

Manufacturer narrative:
D4; h.4, 6.: info anticipated, but unavailable at this time.